Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the programmed system controller pcb assembly and the user interface pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service led on their device was illuminated. When they checked the device, it would not complete a boot cycle, and would show a white screen. A white screen is indicative of a device lock-up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed system pcb and user interface pcb assemblies. No failures were observed for the system pcb assembly. During evaluation of the user interface pcb assembly, physio observed that an integrated circuit (ic) chip, designator u2 on the user interface pcb assembly had become thermally sensitive. This ic chip, designator u2 on the user interface pcb assembly being thermally sensitive, caused the device to lock up during a boot cycle with a white screen.